Event description:
Journal reference: gan et al. "Bilateral subthalamic nucleus stimulation in advanced parkinson's disease, there year follow-up", journal of neurology (2007) 254: 99-106. The study objective is to assess the long-term efficacy and safety of chronic bilateral stimulation of the subthalamic nucleus (stn) in 36 consecutive pts. The article describes results of a study involving 36 pt's being treated with bilateral-stn dbs for advanced parkinsons disease. Parkinsonian status was investigation postoperative, at 1 year and 3 year intervals. Both transient and long lasting complications were included in the article. Three pts experienced transient confusion/hallucination post dbs implant. Two required treatment by clozapine and recovered after 1 to 3 months.

Manufacturer narrative:
See scanned pages.